Manufacturer narrative:
H.6. Investigation: bd received 13 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for hub/collar separation with the incident lot was observed on one sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through CAPA#1277214. See h.10.

Event description:
It was reported that the safety shield broke off and needle stick injury occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: there was a needle stick but the lot number was not reported when it happened. It was another incident of the needle cup breaking when the lot number was saved. I would like you to know that we had a couple of incidents with the eclipse blood collection needle, 21 gauge. Lot 0148798 ¿ when attaching to the hub, the plastic cup and the pink safety cover came off.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield broke off and needle stick injury occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: there was a needle stick, but the lot number was not reported when it happened. It was another incident of the needle cup breaking when the lot number was saved. I would like you to know that we had a couple of incidents with the eclipse blood collection needle, 21 gauge. Lot# 0148798 when attaching to the hub, the plastic cup and the pink safety cover came off.